Manufacturer narrative:
Approximate age of device ¿ 1 years, 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient is being medically managed for an ongoing chronic driveline infection. The first episode of the infection was detected via a CT scan on (b)(64) 2017. Cultures obtained in the operating room (or) tested (B)(6) for (B)(6). The patient completed four (4) weeks of treatment with unspecified IV antibiotic therapy, was transitioned to oral cephalexin for suppression, and subsequently chronic suppressive doxycycline. The infection developed to an lvad pump infection requiring multiple wash-outs and continuing medical management on IV antibiotics. The device reportedly functioned as intended. No further information was provided.

Manufacturer narrative:
A correlation between the device and the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was initially reported that the patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. However, the patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015.